Manufacturer narrative:
The field service engineer (fse) found the vacuum nozzle was not screwed down. The fse secured the nozzle and calibration, qc and precision testing were acceptable. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for sodium electrode (na) and chloride electrode (cl) on a cobas pro ise analytical unit. The initial na result was 157 mmol/l. The repeat result was 116 mmol/l. The initial cl result was 137 mmol/l. The repeat result was 100.7 mmol/l.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided.